Event description:
An eye care practitioner reported treatment of a central corneal ulcer, associated with wear of focus night & day lenses, approximately one year ago. Culture results were positive for pseudomonas and pt referred for corneal transplant. The primary ecp states that the surgeon who performed the transplant believed the ulcer to be due to fact that pt had "severely abused lenses in the past." Event resolved and & pt "released months ago." No further information is available at this time.